Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b1, b5, g4, h2, h3, h6 reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified extensive proximal femoral bone loss as described with loosening of the femoral implant as noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip arthroplasty on an unknown date. The patient is being considered for a stem revision on an unknown day for an unknown reason. Nothing is wrong with the acetabular component. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown; unknown head lot #: unknown. Item #: unknown; unknown liner lot #: unknown. Item #: unknown; unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported by the 411 group that a patient underwent left hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.